Event description:
It was reported that the patient¿s blood glucose levels fluctuated, rising above 250 mg/dl and dropping to approximately 55 mg/dl while wearing the pod on the abdomen for more than 48 hours. The patient reported insulin leakage and redness at the infusion site. The cannula was reported to have been not properly inserted into the skin. The pod was removed and a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.5 hardware: iphone16.1 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.